Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a pt (age and gender unknown) who was in a cardiac stand still condition. The medics reported that the device gave a "no shock advised" prompt to a shockable pt heart rhythm. The pt subsequently expired.